Event description:
It was reported that the patient underwent an acl reconstruction procedure on (B)(6) 2019 where the following devices were implanted: ar-1349m / lot: 10253224 / qty: 1 ar-1355 / lot: 10216387 / qty: 1 ar-7500 / lot: 100038 / qty: 2 after the surgery, infection of resident bacteria was observed around the post screw on the tibial side. Whether the sterilization and procedures of instruments used for surgery were appropriate is currently under investigation by the facility. Additional information has been requested. Additional information provided (B)(6) 2019: one day after the procedure, the patient experienced 38°c fever. 3 days after, the patient experienced mild swelling of lower right thigh proximal part. 5 days after, the patient experienced 39 degree fever. Blood was taken and inflammatory response was high.